Manufacturer narrative:
Additional new information has been received, b5 updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information received the consumer was prescribed with dexamethasone one milligrams/milliliter (0.4 milliliter), levofloxacin five milligrams/milliliter (five milliliter), tobramycin three milligrams/milliliter (five milliliter), ofloxacin three milligrams/milliliter (ten milliliter), and carboxymethylcellulose eye drops to be used four to five times a day. The current status of the consumer¿s eye was symptoms continuing at the time of this report. No additional information available at this time of report.

Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for the same patient involving two lot numbers of the same product. Refer to the other report filed under the manufacturer's internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by the healthcare professional on behalf of the of the consumer stated that after wearing the contact lenses experienced corneal abrasion, eye pain, red eyes and diagnosed with corneal ulcer. The consumer was prescribed with unknown medication. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3, h.6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The device history record for this lot have been reviewed and found to be in compliance. This is the second of two reports for the same patient involving two lot numbers of the same product. Refer to the other report filed under the manufacturer's internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).